Event description:
During product service by a field service technician, a flo-gard infusion pump experienced an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing and an alarm log review were performed. The f-38 alarm was identified during functional testing and alarm log review. The cause of the condition was determined to be inoperative force sensing resistors (fsr). The service history review showed that the device has been previously serviced for damaged fsrs. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.